Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr case, there was resistance between the delivery system and the esheath. As reported, upon introduction into the esheath the 26mm sapien 3 ultra became stuck within the non-expandable portion (the loader had been retracted after advancing the valve successfully through the sheath hub). With considerable push force the valve was able to successfully exit the distal end of the sheath, but upon x-ray it was immediately apparent that one of the leading struts of the valve was bent outward on itself, presumably from where it had caught inside the sheath. That valve and sheath were then removed, and a second s3u was delivered via a 16fr sheath without difficulty (we sized up from 14fr due to excessive oozing at the access site from injury during removal of previous valve and sheath). The second valve was deployed successfully, and the patient was stable throughout the procedure. The access site was successfully closed in the usual fashion using the double perclose technique. After removal, there was a small puncture in the non-expandable portion of the sheath, resulting, we presume from the force of the leading edge of the s3u.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, upon introduction into the esheath the 26mm s3u became stuck within the non expandable portion (the loader had been retracted after advancing the valve successfully through the sheath hub). With considerable push force the valve was able to successfully exit the distal end of the sheath, but upon x ray it was immediately apparent that one of the leading struts of the valve was bent outward on itself, presumably from where it had caught inside the sheath and after removal, there was a small puncture in the non expandable portion of the sheath, resulting, we presume from the force of the leading edge of the s3u. Per 3mensio imagery, the patients access vessel had presence of calcification, tortuosity, and undersized access vessel. The presence of calcification, tortuosity, and undersized access vessel can create challenging pathway during delivery system advancement, it can lead to high push force or resistance. It is possible that excessive force is applied to overcome the resistance, and it leads to the valve strut punctured through the sheath and resulted in the bent strut observed. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system, and do not over manipulate the sheath at any time. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed based on provided imagery. Due to the unavailability of the device or imagery, it cannot be determined if a manufacturing non conformance contributed to the reported event. Available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.